Event description:
Nursing staff was informed of change in pt's heart rate by telemetry monitoring. Upon arrive to pt room, pt was found unresponsive, without palpable pulses, on bipap vision and unit was not alarming. Upon nursing observation it appeared that the bipap unit had a blank screen.